Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross dilator. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that patient had a cardiac arrest, cardiac tamponade and blood loss/hemorrhage. The procedure was cancelled. During an atrial fibrillation ablation procedure, a versacross connect for faradrive was selected for use. The physician performed transseptal puncture and crossed with the wire. However, the sheath had difficulty crossing so the physician requested for a protrack pigtail guidewire to help push the sheath across. Once the wire was inserted, the wire accessed the left superior pulmonary vein (lspv) and then the sheath was advanced across the septum with force and then advanced slightly more with a jump in the sheath. The dilator and wire were removed however the patients vital (blood pressure and heart rate) declined rapidly which resulted in calling a code with cardiac tamponade. A pericardiocentesis performed however after no improvement, thoracic surgery was called and the chest was opened to repair the tear in the heart. The patient left the ep lab on echmo. In the physician opinion, while advancing the sheath across the septum it jumped forward twice and after the second time it was believed to have punctured a structure in the left atrium. There was a difficult patient anatomy that may have caused difficulty with the tsp workflow. The patient was hospitalized beyond standard care of time. The device is not expected to be returned for analysis (disposed).

Event description:
It was reported that patient had a cardiac arrest, cardiac tamponade and blood loss / hemorrhage. The procedure was cancelled. During an atrial fibrillation ablation procedure, a versacross connect for faradrive was selected for use. The physician performed transseptal puncture and crossed with the wire. However, the sheath had difficulty crossing so the physician requested for a protrack pigtail guidewire to help push the sheath across. Once the wire was inserted, the wire accessed the left superior pulmonary vein (lspv) and then the sheath was advanced across the septum with force and then advanced slightly more with a jump in the sheath. The dilator and wire were removed however the patients vital (blood pressure and heart rate) declined rapidly which resulted in calling a code with cardiac tamponade. A pericardiocentesis performed however after no improvement, thoracic surgery was called and the chest was opened to repair the tear in the heart. The patient left the ep lab on echmo. In the physician opinion, while advancing the sheath across the septum it jumped forward twice and after the second time it was believed to have punctured a structure in the left atrium. There was a difficult patient anatomy that may have caused difficulty with the tsp workflow. The patient was hospitalized beyond standard care of time. The device is not expected to be returned for analysis (disposed). It was further reported that only the faradrive sheath was used; no resistance was felt while maneuvering the catheter; the guidewire used was a versacross wire; the guidewire track was good and no resistance was felt; the effusion/tamponade was discovered during the procedure and did not occur post procedure; treatment performed was tap/open heart; the catheter was located across the septum in the la at the time of discovery; ablation had not yet been performed; imaging confirmed a perforation in the appendage; the effusion/tamponade occurred around the heart; the patient recovered and was discharged.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields sex (a3a), and gender (a3b), in section a - patient information and describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter.